Manufacturer narrative:
Vyaire medical file identification: (B)(4). (B)(4). At this time, carefusion has not received the suspect device/component for evaluation. If additional information becomes available, it will be submitted in a follow up report.

Event description:
An end user reported to vyaire medical that a nose clip broke when being squeezed for placement on a patient and the end user was struck in the face by one half of the nose clip when it broke. The end user reported that they received a scratch as a result of being hit in the face with the broken clip but did not seek medical treatment. There was no impact to patients associated with the problem reported to vyaire.